Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt at an unknown concentration and dose via an implantable infusion pump. It was reported that back in 2017 the patient's pump began alarming because her pump went empty. Her doctor at the time filled the pump with saline and programmed the saline "to run until 2025." She now wanted the saline removed and medication put back into the pump. She noted that about a month after the alarm started in 2017 she "felt like a shock or some weird sensation." The patient was redirected to discuss her concerns with her doctor. No further complications were reported.